Event description:
It was reported that the user experienced recurrent low glucose events after meal announcements while using the ilet system, with the lowest reported blood glucose of 42 mg/dl, and the user stopped making meal announcements and was disconnected from the ilet for several days before performing a factory reset and repairing the device to the mobile application with agent support. Customer care provided support that included remote troubleshooting, guidance to perform a factory reset, and successful re-pairing of the ilet to the mobile device. Investigation of this case revealed no device malfunction identified during support interactions and that the event occurred while meal announcement use was being adjusted and the device had been recently disconnected and then reset and reconnected. Symptoms included visual spots, weakness, feeling washed out, and irritability. Outcomes included a low glucose event that was treated with oral glucose without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.